Manufacturer narrative:
The autopulse platform was returned to zoll on 03/09/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During routine testing, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 19 (max applied load exceeded) followed by a user advisory (ua) 8 (motor controller fault detected) error message. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a user advisory (ua) 19 (max applied load exceeded) and user advisory (ua) 8 (motor controller fault detected) error message was not reproduced during functional testing; however, was confirmed through archive data review. The archive data revealed that on the event date, the platform inserted with an adequately charged autopulse li-ion battery was used on a large patient with a stiff chest weighing over 369 lbs. When the platform was trying to reach its compression depth, ua 19 and ua 8 error messages were displayed. The platform functioned as expected when it displayed the ua 19 and ua 8 error messages as the driveshaft met resistance during compression. This issue was attributed to the size of the patient and stiffness of their chest. Evaluation of the platform found no device deficiencies. The device was functionally tested using a good known autopulse li-ion battery with a large resuscitation test fixture and operated with compression without error. The investigation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. As part of routine service during testing, the device was examined and found physical damages and the driveshaft exhibiting binding and resistance. This observation is unrelated to the reported event. The autopulse platform is a reusable device and was manufactured on 27 dec 2011. It has exceeded its expected serviceable life of 5 years, the device is approaching 7 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. As a precautionary measure to prevent the reoccurrence of the reported event, the drivetrain motor was replaced. The device was further tested to full specification and passed all final specifications. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive are easily clearable by user. For example, the ua 19 alerts the operator that the load plate has detected too much weight being applied. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. The ua 8 error message can also be cleared by restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial (B)(4), ccr (B)(4) reported on 27 oct 2018 for ua 19 error message due to the size of the patient and stiffness of their chest.